Event description:
During testing and repair at the independent repair center, the irc5p concentrator had low o2 (yellow light). This was due to low purity of the compressor which led to the malfunction.